Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The insulin pump alarmed failed battery test again after troubleshooting. Customer's blood glucose level was 6.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm in the long trace and pump history noted. Replace battery alarm, replace battery now alarm, power loss alarm and power error 25 alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm, power loss alarm and then alarmed pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, faded serial number label and minor scratched lcd window.